Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a f/u report will be submitted.

Event description:
It was reported the tubing of irrigation port seemed shorter than expected. The tubing moved in the handle and almost "came off" while being used. There were no consequences to the pt.